Event description:
Pt. Sustained a fracture around the prosthesis in her right hip. Dr. Found that the stem was loose - he removed the stem and reimplanted a cone conical.

Manufacturer narrative:
An event regarding femoral periprosthetic fracture involving an unknown accolade stem was reported. The event was not confirmed. Method & results: -device evaluation could not be performed as the subject device was not returned. -medical records received and evaluation: insufficient medical records were received for review with a clinical consultant -device history review could not be performed because the device associated with this event was not returned nor was it properly identified. -complaint history review could not be performed because the device associated with this event was not returned nor was it properly identified. Conclusions: the event could not be confirmed nor the root cause of the reported periprosthetic fracture determined due to the minimal information received. No further investigation for this event is possible at this time as no devices and insufficient information was received by stryker orthopaedics. If devices and / or additional information become available, this investigation will be reopened. No action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard. Not returned to manufacturer.